Event description:
As reported by the edwards field clinical specialist, after implantation of a 23mm sapien valve in the aortic annulus, transesophageal echocardiogram (tee) revealed that one of the leaflets was stuck open, causing severe central aortic insufficiency (cai). The patient was stable and the physicians tried freeing the leaflet with a diagnostic pigtail catheter and .035 j tip guide wire. During that time, the valve migrated down into the left ventricular outflow tract (lvot). It was decided to implant a second sapien valve to anchor the first valve in place. The second valve was place more aortic than the first. Angiogram and tee confirmed that the second valve was still too ventricular, so a third sapien valve was prepped. During deployment of the third valve in the native aortic annulus, the first two valves embolized into the left ventricle. The third valve was evaluated by tee, revealing trace paravalvular leak (pvl) and cai. The patient remained stable with the embolized valves still on the guide wire. The physicians decided to remove the two embolized valves through the left ventricle apex with a right mini thoracotomy. The apex was exposed and purse string placed. The patient was placed on cardiopulmonary bypass (cpb). The apex was incised and the two valves were crushed with a forceps and removed as a unit. The apex was repaired and the patient was weaned from cpb. The patient transferred to the unit intubated and in stable condition. Additional investigation revealed the following: the native aortic annulus diameter was 21mm. The aortic root and native leaflets were severely calcified. The patient's left ventricular ejection fraction was 60%. The image intensifier angle was described as good, as was the coaxial alignment of the valve and delivery system. During sapien valve deployment, ventilation was held, balloon inflation was held for three or more seconds, and pacing capture was not lost. Per report, the efforts to free the non-functioning leaflet with the pigtail catheter and guidewire dislodged the first valve, causing its migration and subsequent embolization.

Manufacturer narrative:
The investigation is ongoing. This event is related to manufacturing report number 2015691-2012-17564.

Manufacturer narrative:
The valve was returned to edwards for evaluation. Due to the valve being crushed prior to its return, visual and functional inspections could not be performed. Therefore, the root cause of the reported event could not be confirmed from the product evaluation. However, it is noted that the 1st and 2nd sapien valves were positioned too ventricular which likely caused or contributed to the event. A DHR review of the affect work order revealed that the device met manufacturing specifications prior to distribution. Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition and/or embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Per the imaging review, the initial sapien valve was positioned 20:80 ventricular with slight aortic movement during deployment. Poor coaxial alignment with good image intensifier angle were noted. The subsequent severe central aortic insufficiency (cai) was related to native leaflet overhang of the sapien right coronary cusp. Manipulations using a pigtail catheter lead to subsequent embolization into the left ventricular outflow tract (lvot). The second sapien valve was positioned 10:90 ventricular with abrupt ventricular movement during deployment. The end result was both valves embolizing into the lvot. The third sapien valve was positioned and deployed in satisfactory position. The distal balloon inflation propelled the first two valves fully into the left ventricle (lv). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Cine/fluoroscopic and echo images were submitted to edwards and reviewed by the edwards medical director. Observations: moderate aortic valve calcification, moderate aortic root calcification, no porcelain aorta, moderate mitral annular calcification (mac). Poor coaxial alignment with lateral bias of the delivery system and valve. Good image intensifier angle (iia). Ventilation held and no loss of pacing capture during initial valve deployment. The 1st valve positioning 20:80 ventricular and deploys in the ventricle (though held in the lvot). The 2nd valve positioned 10:90 ventricular within annulus and moves 5mm ventricular during deployment. No loss of pacing capture and ventilation held. The 3rd valve positioned and deployed 50:50 within annulus which ejected the 1st and 2nd sapien valves fully into the ventricle. Impressions: initial sapien valve was positioned 20:80 ventricular with slight aortic movement during deployment. Poor coaxial alignment with good image intensifier angle was noted. Subsequent severe central aortic insufficiency (cai) related to native leaflet overhang of sapien rcc. Manipulations using a pigtail catheter lead to subsequent embolization into lvot. The 2nd sapien was positioned 10:90 ventricular with abrupt ventricular movement during deployment. The end result was both valves embolizing into the lvot. The 3rd sapien valve was positioned and deployed in satisfactory position. The distal balloon inflation propelled the first two valves fully into the lv.